Manufacturer narrative:
It was reported that during a patient transfer from a wheelchair to a sara stedy active floor lift, the patient fell. No injury was reported. The customer indicated that the cause of the patient fall might be related to device castor failure. The arjo representative inspected the device. The device evaluation showed that when the lift was under load right brake was not locking all the way. The brake malfunction by itself did not cause the patient fall. During visit at customer facility it was observed that the facility had a floor carpeted and when the device's brakes were locked, there was some sliding motion. The instruction for use for sara stedy device contains information that: "warning: to avoid injury,transfers must only be performed on flat, non-sloping surfaces/floors to prevent the sara stedy from tipping over." Additionally, the instruction for use contains care and maintenance section, which states that before each use, the caregiver should make sure that all castors rotate freely and that the two rear castors brakes are locked. Looking at the incident scenario it has been established that a floor lift was used for patient handling at the time of the event. The brake defect was found, and from that perspective the device did not meet its specification. The complaint was decided to be reportable due to the allegation that the patient fell during transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during the patient transfer from a wheelchair, the patient fell out from the device. No injury was reported.